Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient was not alert enough to tell the nurse any information and they wanted the pump stopped. It was stated that they believed the patient was getting too much medication and the doctor felt that was why the patient was so sedated. The emergency procedures document was offered to be sent, however it was declined as it was "not emergent". The patient's symptoms occurred in the past 24 hours (B)(6) 2017. It was believed that the pump contained morphine, however they did not know for sure. No further complications were reported or anticipated.